Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in (B)(6).

Event description:
The flush port valve was broken. When serum was injected through the flush port to purge the delivery system, it was detected that serum was coming out through the valve. They tried to block the hole where the serum was coming out, but they could not get it. Since the serum was also coming out of the tip of the delivery system, the system could be wash out. Once the delivery system was introduced into the patient, it was necessary to use a clamp to block the flush port, because the blood was coming out through it. In this way, the implant could be performed without further incident. Patient outcome - "patient did not show any injured or immediate consequence."

Event description:
The flush port valve was broken. When serum was injected through the flush port to purge the delivery system, it was detected that serum was coming out through the valve. They tried to block the hole where the serum was coming out, but they could not get it. Since the serum was also coming out of the tip of the delivery system, the system could be wash out. Once the delivery system was introduced into the patient, it was necessary to use a clamp to block the flush port, because the blood was coming out through it. In this way, the implant could be performed without further incident. Patient outcome - "patient did not show any injured or immediate consequence."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in spain.